Event description:
The customer reports the lancet does not retract into the lancet device and that she accidentally stuck herself with the lancet. No report of an adverse event. Return requested and replacement was sent.